Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1914110) on (B)(6)2019. The most recent information was received on 13-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('significant and incapacitating abdominal pain') in an adult female patient who had essure (batch no. 927083) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), tendonitis ("repetitive tendonitis"), dysmenorrhoea ("major dysmenorrhea"), sleep disorder ("preventing sleep / sleep disorders"), metrorrhagia ("bleeding between cycles"), fatigue ("very significant fatigue"), affective disorder ("mood disorders"), disturbance in attention ("concentration disorder") and visual impairment ("rapid decline in vision"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, musculoskeletal pain, tendonitis, dysmenorrhoea, sleep disorder, metrorrhagia, fatigue, affective disorder, disturbance in attention and visual impairment was resolving. The reporter considered abdominal pain, affective disorder, disturbance in attention, dysmenorrhoea, fatigue, metrorrhagia, musculoskeletal pain, sleep disorder, tendonitis and visual impairment to be related to essure. The reporter commented: since essure implants removal, progressive improvement of symptoms. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('significant and incapacitating abdominal pain') in an adult female patient who had essure (batch no. 927083) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), tendonitis ("repetitive tendonitis"), dysmenorrhoea ("major dysmenorrhea"), sleep disorder ("preventing sleep / sleep disorders"), metrorrhagia ("bleeding between cycles"), fatigue ("very significant fatigue"), affective disorder ("mood disorders"), disturbance in attention ("concentration disorder") and visual impairment ("rapid decline in vision"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, musculoskeletal pain, tendonitis, dysmenorrhoea, sleep disorder, metrorrhagia, fatigue, affective disorder and disturbance in attention was resolving. The reporter considered abdominal pain, affective disorder, disturbance in attention, dysmenorrhoea, fatigue, metrorrhagia, musculoskeletal pain, sleep disorder, tendonitis and visual impairment to be related to essure. The reporter commented: since essure implants removal, progressive improvement of symptoms. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.